Manufacturer narrative:
H6: code 213 ¿ the device either functioned as intended or a problem was not found. H6: code 4315 ¿ the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4).

Event description:
The following was reported to gore: on (B)(6) 2021, the patient underwent endovascular treatment of a type b thoracic aortic dissection using gore® tag® conformable thoracic stent graft with active control system. Reportedly, it was observed that the device migrated distally approximately 7mm during the procedure but no endoleak was observed on the final angiography; hence, no further treatment was performed. (The device migration during the procedure was reported under (B)(6)). On an unknown date in 2021, a proximal type I endoleak was observed. On (B)(6) 2021, reintervention took place, an additional stent graft was deployed under the left subclavian artery as planned and a bare metal stent was placed at the origin of the subclavian artery as planned. The patient tolerated the procedure.